Manufacturer narrative:
The date of event is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient has been experiencing pain/discomfort at their ipg site due to their ipg being tilted in the pocket. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
The patient's weight was gathered via follow-up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.